Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008 that the plaintiff was implanted a sparc pelvic mesh product with the intention of treating the plaintiff for pelvic organ prolapse. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, extreme and chronic pain, erosion of mesh and internal bodily tissue, hardening, worsening dyspareunia, recurrent incontinence, additional surgery and other injuries. The plaintiff has also experienced significant mental and physical pain and suffering, medical treatment, and severe permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer filed report - (B)(4).